Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch shoulder bolt was broken. The technician replaced the bolt to repair the stretcher.